Event description:
The cic bedrock locked up. There was a constant alarm that couldn't be silenced. Cic had to be rebooted. Follow up reveals that no biomed testing was done and that the lockup happened when printing was taking place.